Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. History: underwent vaginal sacrospinous ligament fixation and vaginal paravaginal repair with graft using prolene polypropylene soft mesh for complete vaginal vault prolapse, and bilateral paravaginal defect in (B)(6) 2008. Diagnosis: recurrent vaginal prolapse procedure: vaginal sacrospinous ligament fixation with graft and anterior vaginal reconstruction with graft in (B)(6) 2008 concomitant product: prolene mesh complications: had pain, and recurrence. The patient experienced recurrent vaginal vault prolapse and underwent abdominal sacral col popexy and lysis of adhesions using prolene mesh in (B)(6) 2009.